Event description:
It was reported the patient's system was explanted on (B)(6) 2024 for an unknown reason. There is no additional information at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information such as reason for explant. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.